Event description:
During service by baxter tech, the device failed accuracy test with under delivery. No record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hr, channel c failed the accuracy test with a flow value of -7.0% from the desired amount. A corrective and preventative action has been initiated.